Event description:
Patient reported suspected rupture diagnosed via MRI as well as pain and anxiety. The device remains implanted. This record relates to the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Manufacturer narrative:
Upon further review the device associated with this complaint is not PMA approved. This information is no longer considered reportable to the FDA. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture-breast: observed a broken assessed as an unidentified (tear) opening and missing shell observed assessed as inconclusive. ¿ pain-breast: unable to observe as it is not related to the manufacturing process. ¿ cancer: unable to observe as it is not related to the manufacturing process. No additional observations performed on the device. No further actions are required.

Event description:
Upon further review the device associated with this complaint is not PMA approved. This information is no longer considered reportable to the FDA. The device has been explanted and replaced.